Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. Three 8f swartz braided introducer sheaths were received for evaluation. The three sheaths passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation performed and the information provided, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, air was aspirated into the left appendage of the patient. After transseptal puncture, while inserting the sheath into the left atrial, an x-ray showed air in the left appendage of the patient. There was no vital sign change. The air was aspirated with a judkin's right catheter, the sheath was replaced and the procedure was completed with no adverse patient consequences.